Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient came to the clinic and the site was unable to connect the controller to the monitor and data will not transfer to the monitor. The site decided to perform a controller exchange. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned to the manufacturer for evaluation. Controller evaluation revealed a damaged ic transceiver u17 for rs-232 communication on the power board. This issue is suspected to be caused by electrostatic-discharge (esd). The root cause of the reported "data transfer error" can be attributed to a faulty component on the controller communication board as a result of esd. The field safety notice (fsca apr2013) field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence. Fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient came to the clinic and the site was unable to connect the controller to the monitor data cable and data will not transfer to the monitor. The site tried a different monitor and data cable and the data would still not transfer. The site decided to perform a controller exchange. The controller was removed from service and the patient provided with a replacement device. The original controller was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.